Event description:
A customer reported experiencing ongoing intermittent occlusion alarm with their insulin pump, which led to recurring issues. There was no adverse impact to the customers blood glucose level. To resolve the issue, the customer changed infusion sets and cartridges and resumed insulin. A systems check was completed and no issues were identified, however, occlusions continued, troubleshooting has been exhausted and a pump replacement was sent.